Manufacturer narrative:
Concomitant medical products: product ID: d154awg ICD, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called and emailed to report that the right ventricular (rv) lead had fractured. The patient was in appropriately shocked by the lead several times. The lead was inactivated and a new lead was implanted. No further patient complications have been reported as a result of this event.